Event description:
It was reported that the 6800 system c-arm does not boot up or boots up slowly. It was noted that this is intermittent. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been requested. Disk drive, single board computer kit and image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a f/u report will be submitted as required.